Event description:
When the 80mm c/c blade was attached to the screw shank in-situ, the wing beetle clamp that attaches to the screw shank broke away, completely detaching from the blade, and the blade from the screw shank. This caused a delay in surgery. No patient injury reported.

Manufacturer narrative:
The device has not returned. If any additional information is provided, a supplemental report will be submitted.